Event description:
Rptr alleges pt's left implant became hard within 2-3 months of surgery but has recently been getting harder and has shifted but pt denies history of trauma or decreased size. Pt recalls falling down stair and breaking their leg but does not recall a specific injury to the chest. Report also alleges pt has complained of pain for the past three years with burning pain in the breast, particularly on the right side for three months. Pt also has developed systemic complaints and these started rather abruptly in 1993 with an episode of acute rash/itching/swelling with flu-like symptoms. Pt's symptoms include arthralgias (morning stiffness)/myalgias, paresthesias, spasms, swelling, fatigue, sleep distrubances, adenopathy, fevers, hot flashes, sweats, headaches, tmj disease, visual problems (had radial keratotomy), dizziness, memory problems, sicca, hair loss, oral sores, rashes, sensitivity to sun/cold, shortnes of breath/chest pain, costochondritis and choking.